Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03432. It was reported during the implant procedure, the physician had difficulty steering the 1st lead. The physician used another lead; however, due to the patient's anatomy was unable to place it in the intended location. The procedure was abandoned.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.